Event description:
It was reported that episodes of non-sustained rv oversensing were observed via merlin.net. Review of the transmission revealed possible pseudopseudofusion. Noise was not present in the egm. The device also undersensed ventricular signals due to ventricular blanking. Programming changes were made. The device was electively upgraded soon after. The patient was fine following the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.